Event description:
During an implant attempt of the subject device, it was reported that the ventricular lead could not be fully inserted into the port. It was reported that initially, the lead could be fully inserted and tightening of the set-screw with the associated screwdriver resulted in clicking of the screwdriver, but when the lead was pulled to check the connection, it could be easily removed from the port. The physician then could not fully insert the lead back into the port, while the atrial lead could be fully inserted into the ventricular port, and the ventricular lead could be fully inserted into the atrial port. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.